Event description:
The customer reported that the freedom driver exhibited a fault alarm while supporting a pt. The pt subsequently went to the hospital and switched to a backup driver then returned home. There was no reported adverse pt impact. The customer also reported that the freedom onboard battery was "locked" inside the freedom driver and the driver could not be returned off. The driver continued to operate until the freedom onboard battery power depleted and the driver turned off. This alleged failure mode poses a low risk to the pt because although the freedom driver exhibited a fault alarm and the freedom onboard battery could not be removed, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for eval. The results of the investigation will be provided in a supplemental MDR.